Event description:
During a routine battery replacement impedances were measure high but within normal range with the new generator. The surgeon determined that he may have damaged the lead when trying to obtain some "slack", because the lead had scared in very heavily. The physician was considering revising the lead because the pt was running the old battery very high. Even so, he kept the old lead and extension in place. After the surgery, some electrode combinations were showing >4000 ohms in post op. The pt followed up the surgeon three weeks later and the majority of electrode combinations were >4000 ohms. The surgeon replaced the leads and kept the previously replaced generator. All impedances were low, and well within range.